Event description:
Additional information received reported that the investigator assessed the cerebellar infarction event as procedure related. It was also noted that the patient developed disorder of upper and lower limbs which is a symptom of cerebellar infarction that was diagnosed by the tests.

Manufacturer narrative:
(B)(4). Results: cva/stroke. History of cva/stroke. Conclusion: history of cva/stroke. Cva/stroke.

Event description:
A talent stent graft system was implanted in a patient for the endovascular treatment of a fusiform 50 mm in diameter and 210 mm in length thoracic aortic aneurysm. The proximal neck was 35 mm in diameter. The distal neck is 34 mm in diameter. The proximal neck had moderate thrombus. The distal neck had mild thrombus. It was reported that at the index procedure the patient had a cerebellar infarction. The patient was treated with medication and radicut (free radical scavenger). Relationship to the product was no, relationship to procedure was unknown. The patient was monitored by their physician and the patient improved. No additional clinical sequelae were reported. The physician commented that it was confirmed limb paresthesia right after tevar and it was diagnosed as cerebellar infarction. The patient had a previous ci and thrombus. After that, the patient improved due to medication and rehabilitation. This event has no causality with the relevant device.